Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr ous 3.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were lifted from their crimped position the undamaged stent od (outer diameter) was measured using snap gauge and the result was 0.0425 inches, this is within maximum crimped stent profile measurement specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable on device analysis completed on (B)(6) 20201. It was reported that the device failed to cross the lesion. A synergy xd mr ous 3.50 x 38mm was advanced to treat a 90% stenosed, severely calcified and moderately tortuous lesion in the left anterior descending artery. The synergy xd mr ous 3.50 x 38mm could not cross the lesion. The procedure was competed with a different device. No patient complications were reported. However, device analysis revealed stent damage.